Manufacturer narrative:
Product complaint #: (B)(4). Additional information received: there was no reoperation, but patient had extended hospitalization. Additional information requested and received: what were the indications for surgery? Ileostomy closure. Was buttressing material used? No. Were any staple malformation issues reported? No issues with staple formation. How was the bleeding identified? Direct visualization. What was the approximate blood loss? 50cc. Was a blood transfusion required? No. What was done during the reoperation? No reoperation required. Did the patient receive preoperative anti-coagulation medication? Yes (5000u sc heparin) for all patients. What was the initial surgical procedure and reoperation date? No reoperation required. What is the surgeon¿s experience with device? Has used for several years.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Was buttressing material used? Were any staple malformation issues reported? How was the bleeding identified? What was the approximate blood loss? Was a blood transfusion required? What was done during the reoperation? Did the patient receive preoperative anti-coagulation medication? What was the initial surgical procedure and reoperation date? What is the surgeon¿s experience with device?

Event description:
It was reported that the doctor performed a laparoscopic right colectomy using a psee45a and gst45b on a patient. The patient returned to surgery the two days later with bleeding. The doctor reoperated and found bleeding from the anastomosis. It was not reported how much blood was lost or if any blood products were needed or how the procedure was completed. The patient status is reported as fine.